Event description:
The customer reported that a falsely depressed loci high-sensitivity troponin I (tnih) result was obtained on a patient sample on the dimension exl with lm instrument. The erroneous result was reported to the physician(s) and was questioned. The sample was repeated on an alternate dimension exl with lm instrument. The repeat result recovered higher than the erroneous result, was within the clinical picture and matched the patient¿s history. The repeat result was reported as correct result to the physician(s). There is no known reports of patient intervention or adverse health consequences due to the falsely depressed tnih result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed loci high-sensitivity troponin I (tnih) result was obtained on a patient sample on the dimension exl with lm instrument. Quality control (qc) and calibration were acceptable prior to processing the patient sample. Subsequent tnih qc was reportedly imprecise, which caused the customer to repeat the sample. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, discovered that reagent probe 2 (r2) flush pump syringe malfunctioned, replaced the r2 flush pump syringe, performed r2 flush pump vertical motor diagnostics, replaced the reagent probe 3 (r3) probe, and ran precision tests on patient samples, auto check and qc, which recovered acceptably. The customer performed multiple precision studies using patient samples, which recovered acceptably. Siemens reviewed the instrument data and determined that the malfunctioned r2 flush pump syringe and r3 probe potentially contributed to the falsely depressed tnih result. The instrument is performing according to specifications. No further evaluation of this device is required.